Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when out investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a female pt (age unk), the device would intermittently not power up. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.